Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00776. It was reported the patient was scheduled to undergo surgical intervention to implant permanent leads on (B)(6) 2020. During the procedure, the patient went into cardiac arrest. As a result, the procedure was abandoned.